Manufacturer narrative:
Event date: estimated as (B)(6) 2020 based on the literature being received 8 june 2020; first decision 17 june 2020; accepted 22 july 2020; online publish-ahead-of-print 30 august 2020. Literature citation: european heart journal - case reports (2020) 4, 1-2 flashlights. Doi:10.1093/ehjcr/ytaa279.

Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Seventy days post procedure with adequate antithrombotic therapy, cardiac endoscopy revealed small thrombi on the superior-posterior side of the watchman device with a partially uncovered surface. Transesophageal echocardiography and cardiac computed tomography did not reveal thrombus. No additional information is known.